Event description:
The dentist reported this abutment screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned product confirmed fracture near the head of the screw, hex damage and appears to be worn. No lot or order number was provided. The visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.